Event description:
It was reported the patient had their implantable neurostimulator (ins) moved due to scar tissue build-up at the ins pocket site. It was noted the ins was moved about four weeks prior to the report. Additional information received reported the patient¿s stimulation was fine for now. The reporter stated the issue was not with the ins or the coverage, but the patient kept growing scar tissue around the battery and that issue was the problem. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was further reported that the issue was the complaint of increased discomfort at the battery pocket site due to increased scar tissue, which was confirmed by the health care provider. It was noted that the health care provider changed the location of the battery pocket from the right flank area to the right abdomen. It was reported that no other complaints were stated from the patient.